Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support for the reported issue, and no further information was able to be obtained. There was no adverse impact on customer's blood glucose level.